Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported, the collimator will not calibrate correctly. No pt injury was reported.